Event description:
It was reported that the patient¿s ilet device physically fell apart, consistent with a hardware housing integrity failure with a screen-related concern, while blood glucose remained unaffected and no alerts or alarms occurred. Symptoms included no adverse clinical effects. Outcomes included no change in therapy, no medical intervention, and no hospitalization. Investigation included internal complaint intake, troubleshooting and education, and arrangements for replacement with instructions to sync data, shut down the device, return the device with a provided label, and re-complete start-up on the replacement. Investigation of this case revealed a device mechanical failure of the enclosure or display assembly without impact on glucose control or alarms. It was concluded, based on previously established findings for similar reports, that the cause was a device component failure attributable to mechanical damage or wear.